Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot showed no evidence of manufacturing related potential cause for this event.

Event description:
The patient presented with "twinges of pain" and spotting on (B)(6), 2010. During this follow up visit, dr. (B)(6) confirmed erosion of the mesh and prescribed premarin cream and antibiotics.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling was used during a sling surgery procedure for bladder support. According to the complainant, the sling perforated into the vagina. It was reported that this occurred about one year ago. It is unknown how the procedure was completed. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling surgery procedure for bladder support on (B)(6), 2010. The initial procedure was completed successfully with this device with no patient complications. Two months after the initial procedure, the patient experienced "twinges of pain" and spotting. Three months after the initial procedure, the patient began experiencing lower backaches. The patient was then prescribed premarin cream by a urologist and is still taking it to date. The patient was then referred to the implanting physician who confirmed that the obtryx mesh had eroded into the vaginal wall and recommended that the patient continue to take premarin. The patient stated that the premarin seemed to be thickening the skin but that the pain still persists and the mesh can be felt in the vagina. On (B)(6), 2011, the patient consulted a urologist and gynecologist in madison, wi who both confirmed mesh exposure and recommended surgical removal of the mesh. The patient is scheduled for removal of the mesh on (B)(6), 2011. The patient has the same level of incontinence as before the procedure and continues to experience pain and lower backaches.